Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was unknown at the time of the incident and current blood glucose was unknown. The customer¿s blood glucose was 260 and 515 mg/dl. The customer was treated with shots. The customer had symptoms such as nausea and vomiting. The customer report customer does not allege pump was under delivering. The customer was assisted with high pressure test and was ok. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The sensor will be and insulin pump will not be returned for analysis.